Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the needle eclipse 30x1/2 was difficult to connect to the luer-lok syringes in the injection kits. This occurred with 6 needles during use, and this complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we have had a number of patient complaints regarding 1ml luer-lok syringe compatibility with needles for our injection kits."